Manufacturer narrative:
No device will not be returned.

Event description:
On 22 jul 2009, the sales rep reported to zimmer that in 2006, the pt had a revision surgery where the surgeon removed the right side of the construct for reasons unk at levels l5-s1. The original date of surgery was unk. It is unk if the revision surgery was related to a product problem.